Manufacturer narrative:
(B)(4).

Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic/dim display. No pt involvement. The cse inspected the device and replaced the gui backlight inverter pcb. The unit passed extended self-testing.